Event description:
A farawave catheter was used for a repeat radiofrequency ablation procedure on (B)(6) 2025. The transseptal puncture was performed using a faradrive steerable sheath and a versacross connect for faradrive. The patient effusion was first identified in (B)(6) 2023 along the posterior heart border, and multiple ttes since then have shown no change in its size. At the time of the procedure, the effusion was already present and was observed during the initial ice imaging prior to the start of the case, consistent with all prior imaging dating back to (B)(6) 2023. No perforation was identified, as this was determined to be a chronic effusion that had been documented several months before the procedure. The patient presented to the emergency department on (B)(6) 2025 and was hospitalized, later undergoing a pericardiocentesis on (B)(6) 2025 for the pericardial effusion. According to the physician, the hospitalization and pericardiocentesis were not believed to be related to the procedure or the research study, as the patient had a known history of chronic pericardial effusion that predated the ablation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A farawave catheter was used for a repeat radiofrequency ablation procedure on (B)(6) 2025. The transseptal puncture was performed using a faradrive steerable sheath and a versacross connect for faradrive. The patient effusion was first identified in (B)(6) 2023 along the posterior heart border, and multiple ttes since then have shown no change in its size. At the time of the procedure, the effusion was already present and was observed during the initial ice imaging prior to the start of the case, consistent with all prior imaging dating back to (B)(6) 2023. No perforation was identified, as this was determined to be a chronic effusion that had been documented several months before the procedure. The patient presented to the emergency department on (B)(6) 2025 and was hospitalized, later undergoing a pericardiocentesis on (B)(6) 2025 for the pericardial effusion. According to the physician, the hospitalization and pericardiocentesis were not believed to be related to the procedure or the research study, as the patient had a known history of chronic pericardial effusion that predated the ablation.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned, we have determined that the pericardial effusion and cardiac tamponade is a known inherent risk with use of this product. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that pericardial effusion, and cardiac tamponade is addressed as a potential procedural complication when using versacross connect for faradrive. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the versacross connect for faradrive device confirmed that the event of pericardial effusion and cardiac tamponade is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect for faradrive device is acceptable. Investigation conclusion: based on the information provided, the reported event of perforation and/or tamponade and pericardial/pleural effusion is a known inherent risk of versacross connect for faradrive. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.